Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure and did the self test. Customer's blood glucose was unknown. Customer stated that they able to successfully clear the alarm and received request to rewind pump. Customer was able to complete pump rewind. However, customer also reported they received insulin pump error was second occurrence during the self test. Customer troubleshoot was performed. Customer was advised to discontinue use of the insulin pump and revert to back up plan. The product will be returned for analysis.

Manufacturer narrative:
No unexpected low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Device passed displacement test and self test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected out of range alerts, los sensor signal messages, sensor signal sensor connected messages, sensor warm up messages, change sensor messages, possible sensor signal check connection messages or possible inter check connections messages noted during testing.